Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the device instructions for use has several warnings and cautions regarding burns: ¿do not grasp tissue beyond the serrated teeth. Ensure forceps jaws are in contact only with the anatomical structure to be coagulated.¿ ¿warning: the device tip may remain hot enough to cause burns after electrosurgical current is deactivated.¿ and ¿keep the active electrodes in sight during use. Inadvertent activation or movement of the instrument outside the field of vision may result in patient injury.¿ the instructions for use also have directions for pre-procedure inspection of the device.

Event description:
Olympus was informed that midway through a lavh procedure, the forceps came into contact with the colon while the physician was grasping the intended tissue in the forceps. A blanching / burn on the colon resulted. The hysterectomy was completed as intended, and then a surgeon was brought into the room to suture over the burn area on the colon. There was no additional hospitalization, and the patient is currently reported to be stable.